Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. X-ray appeared that the lead had shifted the slightest. The patient underwent a lead revision wherein the lead was repositioned.